Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint handpiece was received with the original lens stuck inside of the cartridge tip and that the plunger rod was overriding the lens. The cartridge could be observed to be cracked from the neck of the cartridge to the tip of the cartridge, in a way consistent with a handpiece that had an overridden lens. The handpiece was disassembled and the assembly was inspected, no assembly issues were identified that could contribute to or cause the observed issues. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing; therefore, no escalations were required. Conclusion: the reported complaint issue cartridge crack was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a crack in the preloaded cartridge when starting to insert the intraocular lens (iol) into patient's left eye. Only the cartridge tip had patient contact with the eye. The procedure was completed using another johnson & johnson lens, model zcb00 18.0 diopter. No other intervention was required. The patient outcome was not provided. No other information was provided.